Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed the displacement test. Unable to perform the prime or compromised force sensor system alarm test, occlusion test and no delivery test due to compromised force sensor system alarm. Device had cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had alarmed compromised force sensor system. The customer¿s blood glucose level was 20 mmol/l at the time of the incident. The customer reported that the insulin pump received compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer was treated with injection for high blood glucose. The customer was advised that the insulin pump needed to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.